Manufacturer narrative:
Add'l MFR narr.

Event description:
It was reported that during a percutaneous coronary treatment procedure, the balloon burst. The 20x2.5mm quantum maverick balloon burst, "during the inflation at 16 atms." No patient complications were reported. Further info has been requested, but has not been received.